Event description:
Clinic notes for replacement referral were received from a patient¿s visit. It was reported the patient has intermittent seizures. They last approximately 30 seconds and can happen multiple times a day or just once. The mother is concerned the patient may need vns battery changed. The battery was indicated to be half-full at that time. It was reported the mother uses the vns magnet on a regular basis. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Follow-up from the physician provided that the increase in seizures was worse than before the patient had vns, but was not related to vns. The results of the most recent device diagnostics were reported to be normal, with a low battery. Generator replacement surgery occurred. The explanted device was discarded by the hospital.